Event description:
It was reported that 6 boxes of bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: the needles are defective - not pushing through when used for vaccines. Tried pushing blank needles - air is not pushing through. They have 6 boxes, and all have the same issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter state: this was determined based on the area code portion of the provided phone number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 6 boxes of bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: the needles are defective - not pushing through when used for vaccines. Tried pushing blank needles - air is not pushing through. They have 6 boxes, and all have the same issue.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.